Event description:
It was reported when the unit automatically goes into lock, the lock button does not unlock the screen when it should. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lock/unlock key on the keypad is out of electrical specification. Upper case, battery release, and display are contaminated. Lower case is corroded and contaminated. Side bail covers, side bails, and ring are missing. Ring cover is broken. Battery contacts and battery flex are corroded.